Event description:
It was reported that there were issues with charging and patient did not want to troubleshoot these problems. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken and no additional information was received regarding the outcome of the event.